Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. Based on the data analysis, the most likely cause of the positioning issues was patient movement.

Event description:
The user facility reported a 54 year old male patient was implanted with an impella cp pump for mechanical circulatory support. It was documented that while changing the patient's position, the impella cp came out of the aorta. The impella was therefore removed and an intra-aortic balloon pump (iabp) was inserted. There was no reported patient injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.